Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 14817460.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned as it was kept by the medical facility.